Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed an insect in the tip protector, outside the fluid path of the device. The reported condition was verified as foreign material outside fluid path. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 'live organisms" were observed inside six (6) 150 ml capacity intravia containers. This was identified during disinfection. There was no patient involvement. No additional information is available.